Event description:
Boston scientific received information that the patient implanted with this device felt poorly and then received a therapeutic shock. Following the shock the patient reported feeling better. The field representative stated the device should have inhibited therapy. No further patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant stated that detection enhancements are not available in redetection, explaining the reason for therapy delivery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.